Event description:
It was reported that this right atrial (ra) lead was explanted due to low out-of-range pace impedance of less than 200 ohms. During the procedure the ra lead was tested on the pacing system analyzer (psa) and the out-of-range impedance measurements were reproduced. No additional adverse patient effects were reported.